Manufacturer narrative:
A visual assessment of the returned system inserter showed an instrument with repeated use, as identified by worn laser markings and surface scratches. The proximal portion of the instrument handle was partially unthreaded from the instrument body as reported. A functionality assessment determined the proximal portion of the instrument handle rotated independently of the attached handle component. The proximal portion of the handle is intended to be epoxied and retained within the instrument body. A DHR review was performed for the system inserter lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 2/08/2018. It may be possible for the proximal portion of the system inserter handle to be separated from the instrument body if the component was unthreaded. The handle component could be unthreaded from the body of the instrument if the adhesive used did not maintain adhesion. There appeared to be remnants of adhesive present on the threading of the separated instrument components. The root cause of this complaint is the adhesive used to connect the inserter components did not maintain adhesion as intended. There have not been any other complaints of similar nature for the system inserter with separated components. The manufacturer will continue to monitor for reports of non-functional instruments and perform complaint investigations as appropriate.

Event description:
The manufacturer was made aware of a product complaint on 11/15/2024. It was reported that the proximal portion of a system inserter handle separated from the body of the instrument while being used. There were no known patient complications associated with this complaint, the surgical procedure was successfully completed by placing the system implant with an alternate available instrument. An RMA# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 12/11/2024. The manufacturer was made aware of a product complaint on 11/15/2024. It was reported that the proximal portion of a system inserter handle separated from the body of the instrument while being used. There were no known patient complications associated with this complaint, the surgical procedure was successfully completed by placing the system implant with an alternate available instrument. An RMA# was issued for return of the complaint instrument, which was received at the manufacturer for assessment on 12/11/2024.